Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, and large amounts of toxic cobalt chromium metal debris to be released into the tissue. It is also alleged that the patient experiences the feeling of getting 'stuck'. Doi: (B)(6) 2008 - dor: none reported; (left hip). Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Ppf and sticker sheets received. There is no new allegation.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.